Event description:
It was reported that this right ventricular (rv) lead exhibited approximately 25 seconds of oversensed noise with pacing inhibition resulting in the delivery of an inappropriate shock and anti-tachycardia pacing (atp). It was noted that the patient's cardiac resynchronization therapy defibrillator (crt-d) was replaced for normal battery depletion (nbd) less than two weeks prior to the observed noise, and the noise was reproducible with left arm movement. Rv pace impedance measurements were stable around 250 ohms. This rv lead remains in service, however lead revision was anticipated. No additional adverse patient effects were reported. Additional information received reported that right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to insulation damage, oversensed noise, and pacing inhibition. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited approximately 25 seconds of oversensed noise with pacing inhibition resulting in the delivery of an inappropriate shock and anti-tachycardia pacing (atp). It was noted that the patient's cardiac resynchronization therapy defibrillator (crt-d) was replaced for normal battery depletion (nbd) less than two weeks prior to the observed noise, and the noise was reproducible with left arm movement. Rv pace impedance measurements were stable around 250 ohms. This rv lead remains in service, however lead revision was anticipated. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited approximately 25 seconds of oversensed noise with pacing inhibition resulting in the delivery of an inappropriate shock and anti-tachycardia pacing (atp). It was noted that the patient's cardiac resynchronization therapy defibrillator (crt-d) was replaced for normal battery depletion (nbd) less than two weeks prior to the observed noise, and the noise was reproducible with left arm movement. Rv pace impedance measurements were stable around 250 ohms. This rv lead remains in service, however lead revision was anticipated. No additional adverse patient effects were reported. Additional information received reported that right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to insulation damage, oversensed noise, and pacing inhibition. No additional adverse patient effects were reported. Additional information received reported that right ventricular (rv) lead insulation damage was suspected. The physician cut the lead during the revision, but it was noted that the lead appeared worn in that location. A segment of the lead was shipped for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited approximately 25 seconds of oversensed noise with pacing inhibition resulting in the delivery of an inappropriate shock and anti-tachycardia pacing (atp). It was noted that the patient's cardiac resynchronization therapy defibrillator (crt-d) was replaced for normal battery depletion (nbd) less than two weeks prior to the observed noise, and the noise was reproducible with left arm movement. Rv pace impedance measurements were stable around 250 ohms. This rv lead remains in service, however lead revision was anticipated. No additional adverse patient effects were reported. Additional information received reported that right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to insulation damage, oversensed noise, and pacing inhibition. No additional adverse patient effects were reported. Additional information received reported that right ventricular (rv) lead insulation damage was suspected. The physician cut the lead during the revision, but it was noted that the lead appeared worn in that location. A segment of the lead was shipped for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation tear. This type of damage is likely due to induced damage from electrocautery during a recent revision procedure. Testing was completed to assess lead electrical performance. Measurements were within normal limits. The reported oversensing of noise is likely the result of the lead damage observed by the laboratory.